Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic assisted right colectomy procedure the vascular endopath stapler was in use, and worked twice. On the third firing of the stapler there was a mechanical failure of the vascular stapler in which the plastic insert (load/cartridge) containing staples dislodged from the stapling device after firing the stapler and opened the jaws. There was no patient consequence.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.